Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: device returned to manufacturer. D10: concomitant product added. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the tfna fem nail ø11 le 125° l420 timo15 was found broken in the middle of the insertion hole. Additionally, it exhibits signs of nicks around the surface, it is reasonable to conclude that this condition may be due to the extraction process. Based on the provided information, we cannot determine the exact cause of this breakage. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. According to the surgical technique precautions: the fatigue strength of the nail may be affected and may contribute to the potential for the nail to fracture if the nail is damaged during any step of the helical blade/screw reaming in addition to other factors such as fracture reduction, surgical technique, obesity, level of activity/weight-bearing, non-union, or delayed union. A dimensional inspection was unable to be performed due to post-manufacturing damage. A functional evaluation was unable to be performed due to post-manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø11 le 125° l420 timo15 would contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 04.037.133s. Synthes lot # h723951. Supplier lot# (B)(4). Release to warehouse date: sep-07-2018. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery occurred on (B)(6) 2024 due to a post-operative nail breakage. Original implant date of the nail is unknown. No information is available on patient or surgical status. This report is for one tfna fem nail ø11 le 125° l420 timo15 this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.